Event description:
A report was received that the patient was having difficulty charging the ipg due to ipg shifting. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Device evaluation indicated that the ipg had substantial damages and was no longer functioning. The ipg case was punctured, and it had multiple dents with an electrocautery mark. The components inside were severely damaged. The source of the device damage could not be determined.

Event description:
A report was received that the patient was having difficulty charging the ipg due to ipg shifting. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the ipg was perpendicular to the pocket. The patient underwent a revision wherein the ipg was replaced. The physician suspected device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg due to ipg shifting. Database analysis revealed no anomalies. The patient will undergo a revision procedure wherein the ipg will be replaced.